Event description:
This report summarizes malfunction events. A review of the events indicated that one (1) patient sample test using capture-r ready indicator cells reagent on an automated blood bank system produced an unexpected negative result for a specific antibody. The result represented a false negative due to prior patient history or, testing completed by other methods that demonstrated the presence of the specific antibody. The malfunction did not show a positive result as expected for the anti-jka antibody on one (1) occasion. Subsequent testing of the reagent retention lot and an antigen validation test of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes was determined for the malfunction.